Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. Reference report: mw5180591. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported they ¿have two boxes of unopened libre freestyle plus 3 glucose sensors that are on a recall list¿. There was no patient consequences reported. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of serious injury associated with this event.